Event description:
It was reported that a 43-year-old caucasian female patient underwent a breast augmentation revision with a 400cc mentor smooth round moderate plus profile and experienced having a defective valve on the right side post-operatively that caused the breast prosthesis to deflate. The matter was diagnosed with an office visit. As a result, the patient underwent explantation on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: defective valve. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 02, 2024, a video evaluation observed a deflated implant and a leaking valve. The physical evaluation for the device was also completed. Device evaluation summary: during visual analysis of the returned sample sm mpps dv 400cc no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed a leak from the valve. Microscopic examination was performed and the cause of the leakage could not be identified. However, an additional microscopic examination was performed, and excess material was observed on the in the valve, but the cause of the leakage could not be determined. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. According to the manufacturing investigation, with consideration to the complaint device, manufacturing process and accompanying records, the valve failure could not be confirmed to have been caused by manufacturing error. However, assessment of the valve has identified excess material originating from the manufacturing process, but it was unable to conclude the excess material as cause to the valve failure. In response, a nonconformance investigation has been initiated to identify the root cause of the excess material in the valve. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 05, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).